Event description:
Reporter indicated that vns patient has experienced a recent increase in seizure severity. It was reported that the patient experienced several seizures in one day and was told by neurologist to go to the hospital emergency room where patient was given valium and was stabilized. Treating neurologist then prescribed diastat. The patient reports that patient seizures were not as severe prior to vns implant or for more than one year after implant. The patient reports that patient usually has an aura before their seizures and that patient is usally able to abort the seizure with use of the magnet. With the recent increase in seizure severity, the patient reports that there is no warning and patient drops to the floor with thes seizure and hits their head. The patient started noticing a change in the severity of their seizures approximately two weeks after programmed parameters were last adjusted. The patient denies any medication changes, added stressor or other illness.